Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had gas loss alarm while device was in use, no harm or injury to the patient was reported.

Manufacturer narrative:
After further review, an final emdr for this complaint was incorrectly submitted. As the issue was not reproduced by the fse, making it non-reportable to the FDA. As a result, emdr is not necessary. Please cancel in your database.